Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a labeling/packaging (labeling issue) issue. It was alleged the label was "messed up". The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This is being reported because issues with labeling could mislead the user or lead the user to follow incorrect instructions on product use.

Manufacturer narrative:
Follow-up #1: date of submission: 29-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during investigation, the rear label was observed to be scratched and chipped. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side of the pump. The returned battery cap was observed to be undamaged and able to properly secure to the pump.